Event description:
It was reported that the patient had been a chronic dislocator. A 28mm +5 morse taper head was removed with a bone tamp. Then the 28mm liner was removed with a 1/4 osteotome. Additional 6.5 screws were placed in the cup. A 50mm constrained acetabular insert was then implanted and the cup (2099-2250). Finally a 22mm +5 morse taper head (01-2205) was implanted on the morse taper trunnion. The 22mm head was then located into the constrained liner. Dr. Then did a range of motion and commented that the hip was very stable.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 28mm insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.